Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair on an unknown date and mesh was implanted. The patient complained of pain and a bulge at the site. The patient was diagnosed with a recurrent hernia. The patient underwent a second surgery. The defect was repaired with a different mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. It was reported by the surgeon that this event did not occur. Therefore, this is not an ethicon reportable event. Please void mw 2210968-2013-13266.